Manufacturer narrative:
One sample was was received in good condition. No fault was found with the device during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was in use. The reporter stated that once connected to patient's inflation line, the gauge needle did not move smoothly. No adverse effects reported.